Event description:
The pump was returned to the MFR. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed s2 battery resistance high; the battery resistance waveform test showed a high resistance of 1138 ohms.